Event description:
The patient received her scs system on (B)(6) 2011. It was reported the patient experienced a heating sensation at the ipg site. This was due to the patient taping the wand to the ipg site before she went to sleep. No redness was observed at the ipg site. Follow-up on this issue revealed the heating sensation has not occurred again.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.